Manufacturer narrative:
Submit date: 1/10/2018, a device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. An analysis was conducted and the most likely root cause is a dimensional variation in the syringe luer tip used. However, this cannot be confirmed without an actual sample to examine. No corrective action is required for this complaint because the exact root cause could not be determined based on the information available and there was no indication of a systemic issue with the process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/22/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the needles don't lock to the syringe. When you put it on a syringe it just keeps turning.